Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. After contact with technical support, the customer was guided through a pump reset, after which the error did not reoccur, and they successfully started their sensor session.